Event description:
It was observed during device evaluation that the duodenovideoscope exhibited foreign objects in the server plug-in (z-block) and inside the light guide lens, and chipping of the adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.